Event description:
It was reported that the patient was recharging when the power on reset (por) was noted (or afterward). The patient was temporary unable to recharge, but the patient and husband were somehow able to clear or bypass the por screen on their own. The patient was fully charged and never lost stimulation. The manufacturer's representative received the patient call last night, but the patient was unable to speak. The error code that accompanied the por was unknown, as the patient was seen by the manufacturer's representative or anyone in the clinic. The cause of the por was not determined. There were no troubleshooting, interventions or other action taken to resolve the event. The manufacturer's representative reached out to the patient by phone, but there was no answer. The manufacturer's representative left a voicemail to call if any other problems occurred. If the manufacturer's representative did not hear from the patient, they would consider that no new was good news. The patient reported she was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754 , serial# (B)(4), product type: recharger. (B)(4).